Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received an unknown drug (device registry lists the drug as fentanyl 1000mg/ml, 180mcg/day) in an implantable pump for non-malignant pain. The patient was not happy because the pump did not work properly. The pump was subsequently removed. The explant date was not known. Further information was not provided. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, when the issue began, troubleshooting performed, and if the cause of the pump issue was determined. If additional information is received, a follow-up report will be submitted.